Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Article: arcuate keratotomy infiltration following uneventful femtosecond laser assisted cataract surgery. Citation: biswas p, chatterjee s, batra s, ginodia a, biswas p. Arcuate keratotomy infiltration following uneventful femtosecond laser assisted cataract surgery. Indian j ophthalmol 2019;67:1742-4.

Event description:
The following article was received based on a literature review: arcuate keratotomy infiltration following uneventful femtosecond laser assisted cataract surgery. It was reported in a literature review arcuate keratotomy infiltration following uneventful femtosecond laser assisted cataract surgery. 18 days post op, a corneal infiltrate developed at the site of an arcuate keratotomy created by the catalys laser. Staphylococcus epidermis was cultured. The infiltrate resolved with intervention of topical vancomycin and amikacin after 12 weeks. A copy of the article is provided with this report.